Event description:
It was reported that a patient complained of feeling "crushed" when they were being placed in the magnet bore while positioned prone on the breast coil. According to the technologist at the site, the patient did not touch either the sides or the top of the magnet. The technologist proceeded to initiate the mr exam. During the exam, the patient complained of pain in the left lower ribs. The technologist indicated that the patient was examined by the site's physician's assistant who suggested to follow-up with the patient's personal physician. Reportedly, the patient went into the emergency room some time after the exam and was diagnosed with broken ribs. Ge healthcare is currently making attempts to obtain additional information pertaining to the event.

Manufacturer narrative:
Based on the preliminary information provided in the report, there was no evidence of a failure or malfunction of the mr breast coil. Ge healthcare's investigation of the event's details is still ongoing.